Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 7mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation at 1520 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has pinhole at the proximal markerband. There are numerous hypotube kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 7mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation at 1520 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.